Event description:
It was reported that the catheter was inserted at the start of open heart surgery. Near the end of the procedure, the physician noticed a piece of coiled wire in the right atrium. The wire segment was removed, as well as the catheter. There were no reported complications.